Event description:
During a training session for the customer on pump usage on the tandem mobi, a problem was reported with inserting the cartridge, as a gap was noticed between the cartridge and the pump. The patient's blood glucose level was not adversely affected. A replacement cartridge was provided to the customer, which resolved the issue without further complications.